Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue, however insulin gauge remained inaccurate. Customer declined further troubleshooting with tandem technical support, therefore no further information could be obtained. Customer¿s blood glucose level was 249 mg/dl.